Event description:
It was reported patient treated for sah due to rupture of a posterior right communicating aneurysm. During a contrast-enhanced CT scan, blood and fluid were observed to be leaking onto the patient's sheets at the time of contrast injection. Upon inspection, it was found that the t-connector. Used to insert the midline catheter had not been removed after the stiffening guidewire was removed (inserted on 30/09). There was no patient harm. Patient needed an additional injection of contrast medium. The catheter is still in place in the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.